Manufacturer narrative:
B3 date of event - estimated. This report is for the same event as manufacturer report: 2124215-2023-27551.

Event description:
It was reported that during a laser prostatectomy, two 550 fibres broke. The settings used for the two fibers that broke immediately were 2.0j and 40 hz, which were also used for the one that didn't break. The customer states that the fibers at the facility tends to break when the total energy is between 0 and 0.6 kj, but if it manages to get to 0.6 kj, it seems fine. The customer also states that fibers tend to break either on release of the first press of the foot pedal or the commencement of the second foot pedal pressing. There were no patient complications reported. This complaint refers to first fiber.

Event description:
It was reported that during a laser prostatectomy, two 550 fibres broke. The settings used for the two fibers that broke immediately were 2.0j and 40 hz, which were also used for the one that didn't break. The customer states that the fibers at the facility tends to break when the total energy is between 0 and 0.6 kj, but if it manages to get to 0.6 kj, it seems fine. The customer also states that fibers tend to break either on release of the first press of the foot pedal or the commencement of the second foot pedal pressing. There were no patient complications reported. This complaint refers to first fiber.

Manufacturer narrative:
B3 date of event - estimated. This report is for the same event as manufacturer report: 2124215-2023-27551.